Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient called to report that the device had migrated out of the pocket and is now under the patient's arm. A follow up with the patient's healthcare provider yielded no knowledge from the physician of the patient's current status with the device. The device remains in use. No patient complications have been reported as a result of this event.